Event description:
It was reported that the customer had high blood glucose levels (423 mg/dl). Customer previously dropped pump in the toilet and tubing was pulled. An occlusion alarm was received while administering a bolus.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.